Manufacturer narrative:
Per the instructions for use (IFU), permanent or transient neurological events such as transient ischemic attack (tia) and stroke are known potential adverse events associated with the thv procedure and the use of the edwards thv devices. According to the literature review, and as documented in a clinical technical summary written by edwards lifesciences, stroke is recognized in the literature as a well-known complication in a small number of patients undergoing thv. Risk factors correlating with several patient co-morbidities have been identified. Although in many cases the root cause of the event is unable to be determined, strokes during thv are undoubtedly multifactorial, the dominant etiology likely being intra-procedure embolic events. A transcranial doppler study during thv demonstrated that the majority of procedural embolic events occurred during balloon valvuloplasty, manipulation of catheters across the aortic valve, and valve implantation. An analysis in patients undergoing valve surgery revealed four baseline characteristics and two procedural events that were associated with early post-procedure stroke: female sex, ef < 30%, diabetes, age older than 70 years, bypass procedure time> 120 min, and calcification of the ascending aorta. Predictors of late stroke have included female sex, age older than 75 years, atrial fibrillation, and a history of or current smoking. There were no important differences in the frequency of late strokes between thv and avr patients. After thv, there appears to be a more significant proportion of early strokes occurring < 24 h post-procedure, but thv patients with multiple co-morbidities are probably at higher risk of both early and late strokes. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. The cause of the reported stroke cannot be determined. However, it may have been related to patient factors (female sex, >75 years old) or the mechanisms described above. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Per the instructions for use (IFU), cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium, or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty, and the transcatheter aortic valve replacement (thv) procedure. A procedural or post procedural bleed/ hemorrhage without an obvious source of bleeding is a rare but potentially life-threatening complication of coronary/cardiac interventional procedures and tends to occur more frequently in the presence of more aggressive anticoagulation regimens. Possible sources include puncture of the femoral artery above the inguinal ligament and above the inferior epigastric artery, allowing the resultant bleeding to extend into the retroperitoneal space, or inadvertent trauma or perforation of the annular structure or ventricles during the procedure. This type of bleeding may not be recognized until the post procedural period. Edwards extensively trains physicians before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. The cause of the reported retroperitoneal hemorrhage cannot be determined. However, it may have been related to patient factors or the mechanisms described above. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
Per report received from france, it was a case of an implant of a 20mm sapien 3 ultra valve in aortic position by transfemoral approach. The implant was successful with a good vascular closure confirmed by echo. During the recovery, the patient had difficulties to wake up as they were unresponsive with low oxygen saturation (<90%). The patient was transferred to asses this event. Valve was correctly functioning with no pericardial effusion. Important right and left hypertrophy observed, associated with overload. Patient presented with previous hypertension which could explain this observation and the complicated wakening. After unknown medication administration, the patient woke up, responsive and with ability to move legs. Reaction to pain was observed. 2 hours later, a painful retro-peritoneal hematoma was observed. A cross-over angiography was performed, which confirmed a leak on the right iliac segment. A covered stent was implanted with light residual leak after implantation. The patient was kept under observation but, as a consequence, 'deglobulization' was observed which led to anemia. The patient had an asystole and decision was taken to not resuscitate due to multiple comorbidities.

Manufacturer narrative:
A supplemental MDR is being submitted due to additional information received. Sections b4, b5, g3, g6, h2, and h11 has been updated. Fields d1, d4, d9, and h4 have been corrected. Upon further investigation, a redaction to this report is required. The new information indicates that the patient did not have a stroke. With the new information provided, this event is no longer reportable to the FDA.

Event description:
As per follow-up information received, the type of vascular problem of the right iliac was clarified as a perforation. A stroke/tia was ruled out and the wakening problem was only due to the patient pre-existing hypertension.